Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation: therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the trained phlebotomist. Blood is collected using the bd vacutainer® k2e 5.4mg plus blood collection tubes . During blood collection, the tubes are popped-off the holder. The pop-off occurs when the tube is used as the first tube, but also if other tubes have been collected in the same holder before and this tube is used as the last tube. Sometimes the tube is popped-off with such a power that is flies 3-5 meters away. Found during use. No reports of blood exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Correction: medical device catalog # . From: medical device catalog #: 38499. To: medical device catalog #: 368499.